Manufacturer narrative:
(B)(4) stent wires damaged. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015, that a wallstent biliary stent was implanted on (B)(6) 2015. According to the complainant, during the procedure, the stent wires on the proximal end of the device unraveled upon deployment. The physician felt comfortable leaving the stent implanted and the procedure was completed with this device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.